Event description:
It was reported that a spectrum iq infusion pump under infused, after 3hrs only 41.9ml of 400 ml of norepinephrine infused neuro critical cara-unit. The user swapped out the pump and the pharmacy reviewed pump programming and verified it was programmed as ordered during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.